Manufacturer narrative:
This patient received right tmj devices in (B)(6) 2008. Over the last few years, the patient started to experience increased pain on her right side. A CT showed that the mandibular component was not sitting flush against the patient's bone and a radiopacity suggested that a small metallic object was within the joint space. On (B)(6) 2019, the surgeon explored the joint and debrided a significant amount of scar tissue and also granulation tissue. During the debridement, a loose vascular clamp was identified and removed. All bone screws in the fossa component were verified to be secure and the mandibular component, though not sitting flush against the patient's bone, did not show any signs of mobility and smoothly articulated within the fossa bearing.

Event description:
The surgeon performed an exploratory surgery on the patient's right tmj due to increasing pain.